Event description:
Manufacturer representative reported the lead was discarded the day of the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead replacement, and in the process, the lead snapped and the distal electrodes were still in place with an inch of wire. It was unknown if the patient recovered completed, or if the patient experienced any symptoms. No further complications were reported.